Event description:
The device was sent in for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the case was found to be broken, the cover was found to be broken, and a knob was found to be broken.

Event description:
It was reported that the patient's rate was set to 100 beats per minute and the intrinsic rate was 76 beats per minute. The patient was not paced by the external pulse generator (epg). The epg was tested and no performance issues were found. The device will be sent in for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.